Event description:
It was reported that after a hospitalization for reasons unrelated to blood glucose, the user attempted to resume ilet use and experienced high glucose while performing a supply change; the initial cartridge did not deliver drops during the 60-unit prime, was nearly empty on removal, and was not wet, suggesting an infusion supply or connection issue, after which a new cartridge and supply change were completed without issue and the system was reconnected with a dexcom g7. Symptoms included hyperglycemia with reported readings of 285 mg/dl and 248 mg/dl. Outcomes included no hospitalization for hyperglycemia and no reported injury. Investigation included guided troubleshooting, supply change, cartridge replacement, verification of rewind before cartridge insertion, confirmation of infusion set type (steel, 23-inch), and confirmation of no recent long-acting insulin and no rapid-acting insulin in the prior two hours. Investigation of this case revealed that the initial failure to observe drops during priming and the dry, nearly empty cartridge were consistent with an infusion set deployment or connector attachment issue that interrupted delivery, which resolved after replacing the cartridge and completing the supply change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or connection issue leading to interrupted insulin delivery, resolved by replacing supplies and correctly reattaching components.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.